Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The patient's outcome related to the reported events of cardiogenic shock and thrombus were likely due to the patient's extensive cardiac history, the prolonged surgical procedure and complications experienced during the post-operative period. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient and procedural factors that may have contributed to this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  These surgical procedures are associated with numerous risks.  Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines).  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after traveling to (B)(6) on (B)(6) 2016 and eating hamburger, pickles; that the patient had nausea and vomiting. The following day the patient had severe shortness of breath(sob), and paroxysmal nocturnal dyspnea lying flat causing panic and palpitations. He could not take more than 10 steps due to sob. It was indicated that stage IV intravenous lasix 120 mg IV given in the emergency department. The patient was admitted to the telemetry floor. Home milrinone was increased from 0.5 to 0.6, spironolactone held, vad exchange evaluation process began. On (B)(6) 2016, the patient reported increasing dyspnea despite good urine output, 2.2 l. Diuresis continued. Jugular venous pressure was 12; cheyne stokes respiration pattern. Dobutamine 2.5 mcg/kg/min started. On the (B)(6) 2016 at 0400, hypotension was noted with a value of 76/50 following lasix. At 0800 blood pressure went up to 92/60. Diuresis was held. The diagnosis amended to cardiogenic shock in the medical record. The potential for vad exchange further complicated when CT scan of lungs showed emphysematous blebs. This plus the prolonged operating room time, and extent of thrombus to the aortic anastomosis makes him a high risk candidate.

Manufacturer narrative:
Additional information received indicates that the patient had been travelling on (B)(6) 2016 when he developed nausea and vomiting while eating. The following day, he experienced severe shortness of breath, paroxysmal nocturnal dyspnea, palpitations and panic. The patient was not able to take more than ten steps. He is reported to have been taking all his prescribed medications. He presented to the emergency department on (B)(6) 2016 with stage IV decompensated heart failure and acute kidney injury (secondary to cardiorenal syndrome). He was treated with intravenous (IV) lasix and was then transferred to the emergency department. His home milrinone infusion was increased and his spironolactone held. The patient's medical team began evaluating the patient for hvad exchange. Despite increasing urine output (2.2l), the patient reported increasing dyspnea on (B)(6) 2016. In addition, the site reported a jugular venous pressure of 12mmhg and cheyne-stoking respirations. The patient was started on IV dobutamine. Early on (B)(6) 2016, the patient's blood pressure dropped to 76/50mmhg following a lasix dose. By 8:00am, the patient's blood pressure was noted to have increased to 92/60mmhg. During this period, the patient's medical record noted an updated diagnosis of cardiogenic shock. Plans for an hvad exchange were further complicated by a computerized tomography (CT) scan that revealed emphysematous blebs and by presumed extended operative time associated with a planned aortic anastomosis and the extent of the previously identified thrombus in the hvad pump that had been turned off five months earlier made him a high risk surgical candidate. The patient underwent hvad exchange on (B)(6) 2016. The heart failure event was reported to have been resolved on (B)(6) 2016. The acute kidney injury event was reported to have been resolved on (B)(6) 2016. Given the additional information received, these events no longer meet the criteria of a serious injury. Updated conclusion: with review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Given that the patient's hvad pumped had been turned off for the last five months, there is also no clinical evidence to suggest that the device caused or contributed to the reported events. Clinical factors that may have contributed to the event include the patient's lack of ventricular support, his poor candidacy for pump exchange at this time, the progression of his disease process and related comorbidities. There are patient factors that may have contributed to this event. Updated labeling: the system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Renal dysfunction, cardiogenic shock, hypotension and worsening heart failure are known potential complications of patients with cardiac disease and are included in the instructions for use as a potential complication and the progression of cardiac disease.